Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The variax screw does not grasp into the plate.

Manufacturer narrative:
The reported event that the ¿locking screw, t8 full thread, 2.4mm/l20mm¿ didn¿t lock into the plate, could not be confirmed, since the device was returned for evaluation, and it was verified to be damaged but can still lock into a plate. The visual inspection revealed that the head of the screw, and particularly the hexagon, is quite scratched with deformed edges and dents. The threads, just below the head of the screw, are completely deformed, while the rest of the threaded part, as we move towards the other end of the screw is in a very good condition. A functional inspection, with the use of a ¿volar smartlock dr plate¿ and a ¿screwdriver blade, t7, ao¿ ¿ inserting the screw in one of the holes and tightening it with the screwdriver ¿ was performed, and it was identified that the screw can be locked in the plate without any difficulties. It was reported that the surgeon was familiar with the set but he used the wrong drill, the 2.7mm one. As per op. Tech. (Vax-st-23_2015-6821), ''color coding of the screws and appropriate instruments may help identify the components during surgery as the color identifies the screw diameter. All instruments having the orange color code are used with the t10 3.5mm screws, all of the purple/blue colored instruments are used with the t8 2.7mm and 2.4mm screws. [¿] always match the color ring marking on the drill bit with the color marking on the drill guide. Additionally, always match the screw anodization color with at least one of the color ring markings. [¿] for 2.4 locking screw and 2.4 non-locking screw: pilot hole drill is 2.0mm.¿ the reported screws are 2.4mm (blue), therefore they should be used in combination with the blue-marked instruments. Particularly, the appropriate drill for the reported screws is the 2.0mm one. Based on investigation, the root cause was attributed to a user related issue, due to inappropriate tools used. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The variax screw does not grasp into the plate.